Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level 200 mg/dl. The customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
An additional lot number was reported (lot#m014980). The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.